Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding charge, and patient was having difficulty charging despite cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.